Event description:
During a premature ventricular contraction ablation procedure with ensite x in voxel mode, a display issue occurred which caused a delay. The tacticath se was connected to the ampere, the ablation metrics (impedance, current, temperature, power) were displaying correctly on the ampere and cardiolab system, but not on the ensite x (despite the ampere symbol on the ensite x showing green for a successful connection most of the time). Then it intermittently flashed orange with an error saying the ampere was disconnected. A different fiber cable was tried between the ampere and the ensite x, as well as power cycling the ampere, but neither resolved the issue. At the end of the case, we rebooted both the ensite x dws and the amplifier, which was appeared to resolve the issue and the case was successfully completed without any patient consequences.

Manufacturer narrative:
Corrected information: d1, d4.

Manufacturer narrative:
The device was not returned for analysis. Review of the device history record was not possible as the serial number is unknown. Based on the information received, the cause of the reported communication issue remains unknown.